Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a brief sensor issue alert for the paired dexcom g7 continuous glucose monitor (cgm), with sensor signal loss resolving spontaneously during the call; the user noted similar brief losses after showering and was advised to contact dexcom for sensor-related support. No adverse clinical symptoms reported; the user¿s blood glucose peaked at 260 mg/dl attributable to recent food intake. Outcomes included no injury, no medical intervention, and no hospitalization. User support included troubleshooting and user education conducted by customer care. Investigation of this case revealed a transient cgm communication or signal interruption associated with the dexcom g7 sensor, with no ilet malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user environment or external influence on cgm signal, with no ilet device failure.